Event description:
The consumer stated the turn q mattress that she has, has a hole in a bladder. No injury or property damage was reported.

Manufacturer narrative:
Follow up to be sent if additional information is received.